Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). It was noted that the pnp was still observed when the patient was leaving the operating room. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files did not show any system notice for the reported date of the event. The clinical issue occurred during procedure. No product was returned for analysis and no product malfunction was reported. In conclusion, there was no indication of product malfunction and no product to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.